Event description:
It was reported that the skyplate received a heavy shock. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4) the digital diagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the skyplate heavy shock. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed an analysis and concluded that the skyplate had fallen to the floor which caused a heavy shock to the detector. The customer performed detector calibrations, which passed successfully, and no error found. The system was returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).